Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301518 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A centrally positioned access was gained utilizing a micro puncture kit with ultrasound guidance. The right common femoral arteriotomy was 7mm, with mild posterior calcification, and posterior wall calcification, with a measured deployment depth of 4cm + 1cm. No issues were encountered advancing or withdrawing the 18f expandable procedural sheaths. Following the tavr procedure, activated clotting time was 275, heparin and protamine were administered, and an 18f manta was deployed to the measured depth. Following deployment, oozing was present at the access site. There are many potential causes for post-procedure tract oozing. Slight post-recovery bleeding may occur due to collagen requiring time to clot to create a seal or ambulation post-procedure. The ambulation procedure is based on the standard of care at the hospital. Post-procedural bleeding/oozing is a common occurrence following any closure device deployment as a result of ambulation. A post-angiogram indicated a questionable dissection although a second angiogram could not confirm. Dissections are a common large-bore procedu ral complication. Therefore, it cannot be determined if a dissection occurred prior to or during the manta deployment. The physician chose to apply balloon angioplasty for three inflations and advanced a stent to eliminate the need for the patient to return for a follow-up procedure. The patient did not experience any harm, injury, or health consequences from this event, and the outcome post-procedure was fine. The severity of harm is ranked as a 4 due to endovascular intervention requiring stenting and ballooning being used as a treatment. Complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the IFU as possible adverse events related to vascular closure devices. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, and a root cause for the extended hemostasis requiring a covered stent cannot be determined. Additionally, the manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including local trauma to the femoral or iliac artery wall, such as dissection. Procedure requirements indicated in the IFU state activated clotting time (act) should be below 250 seconds before closure. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site and vessel laceration or trauma. Precautions listed in the IFU indicate if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: manta closure was deployed per IFU. There was fair amount of oozing post closure that prompted md to shoot angiogram of cfa. Angiogram showed very little-questionable dissection but wasn't confirmed in second view. Bleeding stopped after 5 minutes. Md decided to balloon & stent area to rule out "having the patient come back" patient did fine post procedure. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain mid access in the right common femoral artery. Vessel size was 7mm with mild posterior calcification and no tortuosity. Measured depth for the manta was 4+1cm. Systolic blood pressure was 140mmhg and act was 275. 10000 heparin and an unknown dose of protamine were administered during the procedure. There was mild resistance noted when advancing the bypass tube. Time to hemostasis was 5 minutes. Patient was reported as fine post the stent deployment with good outcome and no harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta closure was deployed per IFU. There was fair amount of oozing post closure that prompted md to shoot angiogram of cfa. Angiogram showed very little-questionable dissection but wasn't confirmed in second view. Bleeding stopped after 5 minutes. Md decided to balloon & stent area to rule out "having the patient come back" patient did fine post procedure. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain mid access in the right common femoral artery. Vessel size was 7mm with mild posterior calcification and no tortuosity. Measured depth for the manta was 4+1cm. Systolic blood pressure was 140mmhg and act was 275. 10000 heparin and an unknown dose of protamine were administered during the procedure. There was mild resistance noted when advancing the bypass tube. Time to hemostasis was 5 minutes. Patient was reported as fine post the stent deployment with good outcome and no harm reported.